Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing pacemaker mediated tachycardia (pmt). The patient has av block but an active atrium. The pulse generator exhibited inappropriate programming. The patient was sent to the emergency room due to her -bad condition-. The device was reprogrammed successfully. It was noted that the patient developed atrial flutter. No additional information was available at this time.